Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and up buttons response due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump alarmed a button error. Troubleshooting was performed, and the insulin pump was not okay to use. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.